Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak in the past 2nd o-ring. The customer¿s blood glucose level was unknown. Customer states there is not an air bubble in the reservoir. The device will be returned for the analysis.

Manufacturer narrative:
Evaluated 3 open or used reservoirs. Performed pre-fill reservoirs test. Found reservoirs no leakage anomaly when removing the plungers, performed manual test and found plungers easy to release from stopper-plungers. Evaluated 4 open or used reservoirs, performed pre-fill reservoirs test. Found transfer guard¿s needles occluded. Also performed manual test per and found plungers easy to release from stopper-plungers.